Manufacturer narrative:
Zimvie complaint number (B)(4). G4: k113753, k112160.

Event description:
The doctor reports that the dental implant located in position number #23 failed because it fractured through the body. The doctor noted apparent mobility, and upon opening, realized that the implant was completely fragmented in half. The doctor reports that the procedure was not concluded by placing another implant. The doctor reported pain and inflammation.

Manufacturer narrative:
One implant ((B)(6)) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads/body. The implant had been in place for only 5 months. DHR review for the lot (1231594) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1231594) and no similar event or complaint was found. (Complaint category keyword: fracture: implant). The customer did not submit images/x-ray for the reported event. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used or external factors (patient¿s condition). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.